Event description:
The customer reported that the system experienced a kv error and a loss of system functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The filament driver pcb and high voltage transformer were evaluated and replaced. The system was tested and found to be working as intended and returned to service.